Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was found to be the result of the customer attempting update software. The customer tried to reload an old configuration which corrupted configuration of the device and caused the issue. The device configuration was set manually to successfully resolve the issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.